Event description:
The hosp reported the "instrument came loose at the top", "the surgeon had to stop surgery 3 minutes to fix", and "the tip had broken off in a prior surgery." The procedure was reported to be a lap chole. Two instruments were returned to the MFR, and on inspection, one was found to have the tip broken off. The tip was missing, but on a return call the contact said it had been retrieved from the pt.